Manufacturer narrative:
Additional product component: model number/catalog number: 72400152; serial number: null; batch/lot number: 352049008; model/catalog description: reservoir 65ml.

Event description:
It was reported that the patient experienced compression of the bulbar urethra, diagnostic imaging was completed showing an aneurysm at the bas of the left cylinder resulting in the compression of the urethra with an inflatable penile prosthesis (ipp). The ipp remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.